Event description:
Over the past few months, the nursing staff has indicated that when they select an ma level on the unit, the unit's monitor screen displays a lower ma setting. For example, when the staff selects 40 ma's, the unit's screen displays between 8 and 20 ma's. The complainant also indicated that pts have complained of higher levels of discomfort while being paced with this unit. There has been no adverse effect on any of the pts who were paced with this unit.